Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the distal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the helix was unable to be extended/retracted. The lead was not implanted. No patient complications have been reported as a result of this event.